Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was not detected on bus. A field service engineer (fse) reported that the station was intermittently entering hardware failure with random drawers, which cleared after system reboot as confirmed by the customer. Upon arrival, performed thorough inspection and did not find any hardware faults. As a precaution, replaced the pyxis bus cable connecting the main station to the auxiliary cabinet. Conducted multiple tests using hardware test application and had the pharmacy technician perform an inventory count, with no further issues observed. The system was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.